Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered from system infection. During explant procedure, the patient's heart was perforated. The patient was recovering and stable post operation.